Event description:
Pt status post pro disc-c level c5 - c6 implantation, returned to surgeon complaining of continuous pain. Surgeon removed hardware and revised to corpectomy for further decompression.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. The device history record and materials for all lots indicates that no discrepancies were noted that would be associated with this event.